Event description:
It was reported that during an unk procedure, the clips form at the distal tip but do not form all the way preventing the clip from attaching to the vessel. A competitor's device was used to complete the procedure. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.